Event description:
It was reported that a cadd pump exhibited an unusually rapid battery depletion. At approximately 3:00 pm, the battery level was reported to be 25%; however, by 3:25 pm, the battery level had dropped to 0%. The reporter requested that the manufacturer evaluate the issue. The battery used during the event had already been disposed of and was therefore unavailable for analysis. Additionally, the reporter requested evaluation of the blockage alarm pressure. The event occurred during patient use. There was reported patient involvement; however, no patient harm or adverse event was reported.

Manufacturer narrative:
(B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.